Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of access sets had issues spiking through unspecified bags. It was further reported that the staff was reminded to "support the port" and to push/twist slowly while the bag was hanging straight. This was observed during use of the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.